Event description:
A pt reported experiencing several episodes of insulin reactions while using a one touch meter. Events started since last spring. Dates of events are unknown. Lifescan csr, discovered that pt's ot meter was set in mg/dl unit at time of complaint. Pt has been interpreting the ot meter results to be in mmol/l units and basing the insulin intake accordingly. Pt reported that pt might have done something when attempting to change the code for the strips. No further info has been reported.